Event description:
It was reported that the programmer was unable to complete its boot-up process, that it would remain at the opening screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer booted to an error, and the hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy, the stylus was missing and the keyboard was pulling apart. All were replaced and the stylus calibrated. (B)(4).